Event description:
It was reported that there was a warning on the right ventricular lead. The lead had low impedance, no sensing of r waves and high thresholds. The lead has a possible clavicular crush. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the proximal conductor was fractured. It was also noted that all conductors were distorted, there was blood/body fluid on the proximal conductor (not obstructed), all insulators were breached, the outer insulation was breached cut, and there was blood in/on the helix/lobe mechanism.